Event description:
Additional informational was received that the device was reprogrammed to resolve the event.

Event description:
During a remote follow-up, noise resulting in oversensing and inappropriate automatic mode switch (ams) was observed on the right atrial (ra) lead. Lead damage was suspected but was not confirmed. No known intervention has been performed. The patient was stable and will continue to be monitored.